Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while unlocking the clip in the anatomy, the lock line broke which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tvr) with a grade of 4. This was a compassionate use case. The clip delivery system (cds) was advanced to the right atrium. During the first attempt to unlock the clip, a loud noise was heard. Another attempt was made to unlock, but the lock lever moved without resistance. Under echocardiogram, a small portion of the lock line was seen out of the clip, confirming a lock line break. The cds was removed and replaced. Two clips were implanted, reducing the tvr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported lock line break was confirmed and herniation on the lock line lumen coils was identified; however, the reported noise (device operates differently than expected) could not be replicated in a testing environment. Furthermore, a bend on the actuator mandrel was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that: the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed and the evaluation of the returned device, the reported lock line break appears to be a result of the identified herniated lumen coils. However, a definitive cause for the herniated lumen coils could not be determined. Furthermore, a cause for the identified mandrel bend could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: on (B)(6) 2016, the patient died of septic shock due to gastric complications, which per the physician was unrelated to the implanted mitraclips. No additional information was provided.